Event description:
It was reported that the user dropped the ilet while exiting a vehicle, resulting in a cracked display screen and a nonresponsive touchscreen. Symptoms included no physiological effects. Outcomes included no impact to health or medical care. Investigation included collection of additional information from the user. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, resulting in loss of touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to accidental drop.